Manufacturer narrative:
Device evaluation: one truepass needle was returned for evaluation. Visual examination confirmed the reported breakage. The needle tip has broken off at the suture pick-up slot. The broken tip was not returned. A root cause investigation has been opened to address this failure mode of breakage. This investigation is ongoing. A review of the device history records associated with this manufactured lot confirmed that no abnormalities were reported with this product during manufacture. (B)(4).

Event description:
During an open rotator cuff repair procedure using the truepass needle, single pack, sterile bx 5, the surgeon noticed that the suture did not pass or capture. When inspected, he realized the tip of the needle broke. They located the piece using fluoroscope; but, were not able to retrieve the piece of suture because it would have caused more damage to the cuff to do so. There was a reported twenty minute procedural delay with no reported patient injuries or complications.